Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), muscle spasms ("spasms") and hypertension ("blood pressure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, muscle spasms and hypertension outcome was unknown. The reporter considered back pain, hypertension and muscle spasms to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: back pain, muscle spasm. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event high blood pressure was added, new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), muscle spasms ("spasms"), hypertension ("blood pressure") and paraesthesia ("whole body ,especially my head tingles at time"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, muscle spasms, hypertension and paraesthesia outcome was unknown. The reporter considered back pain, hypertension, muscle spasms and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: back pain, muscle spasm. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: reporter added, event added as whole body ,especially my head tingles at time based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and muscle spasms ("spasms"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the back pain and muscle spasms outcome was unknown. The reporter considered back pain and muscle spasms to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: back pain, muscle spasm. Most recent follow-up information incorporated above includes: on 3-dec-2019: case became incident. Patient age & removal date updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.